Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they had a loss of therapy. The patient said that probably almost a month ago their symptoms returned. They said that if they drink something before they go for a walk they will use the restroom 1-2 times before leaving. The patient said after walking halfway down the block the urine will just flood out and soak their pad even though they just used the bathroom. The patient didn¿t know if their bladder was fully emptying or what. The patient said they haven¿t made any therapy adjustments since a routine program change at their doctor¿s office a couple months ago, but they may have increased stimulation. The patient wanted to make a programming adjustment because they felt stimulation in their butt crack, off to the side and notice it all the time. They did not describe the stimulation in the butt crack as uncomfortable or painful. The patient was able to successfully change programs and adjust stimulation and was comfortable. When the patient increased stimulation too high they could feel stimulation at the ins site as well as down the legs but was resolved by decreasing stimulation. The patient was going to monitor symptoms now that a change was made and follow up with their healthcare professional if it doesn¿t resolve.